Event description:
The pt called lifescan on 10/30/04 and alleged that her meter would not power on. The pt stated that, the last time she was able to test on her meter was in 2004 at 9:00 a.m. The pt tested on her backup meter and the result was 185 mg/dl. No symptoms were reported at the time of testing. She reported that she contacted her medical professional for advice; treatment was reported as none. The pt stated that, the she was using the correct test strips. The batteries were correctly installed and the battery contacts were in good condition. The issue was not resolved with troubleshooting. Based on the info provided, there is an indication of a meter malfunction, however, there is no indication of the meter contributing to a serious injury. A replacemnent meter and testing supplies are being sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation. But has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.